Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) ablation, a farawave catheter was selected for use. The catheter functioned properly during preparation. However, upon entering the left atrium, the splines inverted, and the wire became difficult to retract on the first movement from straight form back into flower form and the wire got caught in the lumen. Due to the extent of the issue, troubleshooting was not feasible. Force was required to retrieve the catheter back into the sheath. The catheter was replaced, and the procedure was completed without further complications. The device is not expected to be returned as it was disposed of.